Manufacturer narrative:
The technician replaced the bed exit power control board to resolve the issue.

Event description:
The account alleged there is no sound at the bed side when the bed exit alarm is active and the audible switch is on. No injury reported.